Manufacturer narrative:
As of today the device has not been returned for analysis. Should the device be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this device declared an error code for a charge time exceeding 45 seconds. Therapy was delivered and was successful. The device was subsequently explanted and replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. The device declared end of life (eol) due to long charge times on (B)(4) 2017. Subsequently, the device had normal charge times and reverted to beginning of life (bol) battery status. The pg casing was removed to perform a visual inspection of the high voltage capacitors. No anomalies were noted. After reviewing the available information it was concluded that the long charge times were the transient effect of MRI exposure.

Event description:
The device has been returned for analysis.